Manufacturer narrative:
Manufacturer's report date: 04/02/2014. Internal file no: (B)(4). This report was filed by the manufacturer. Although requested, set has not been received. A follow up report will be submitted with failure investigation results should be received the set for evaluation.

Event description:
The customer reported that during an infusion of 5% dextrose, the user noted a crack in the burette. No report of leak observed. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident. No additional information provided.